Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not available for return to manufacturer.

Event description:
It was reported that the surgeon observed postoperatively during tourniquet removal that the patients popliteal artery was cut during a knee replacement surgery. It was also reported that the patient underwent vascular surgery to repair the artery.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.

Event description:
It was reported that the surgeon observed postoperatively during tourniquet removal that the patients popliteal artery was cut during a knee replacement surgery. It was also reported that the patient underwent vascular surgery to repair the artery.